Event description:
Patient presented to the physician with the stimulation lead protruding from the neck. Physician prescribed antibiotics and scheduled the patient for a surgical procedure the next day. Physician cleaned and irrigated the area, placed the lead deeper, and closed.